Event description:
I tried switching to a new insulin pump, the omnipod. With each site, I developed large, red and painful lumps where the cannula was inserted after only a few hours that got progressively worse in size and severity as I changed out the pod to a new one. Then developed blisters with the last pod I wore and had to immediately remove the pod and go back into my old insulin pump from medtronic minimed. I still have painful, red lumps for over a week. I was on the omnipod for 11 days total before stopping because of these lumps. The blisters and pain are so bad I had to go to an (B)(6), who unfortunately didn't understand what was happening and prescribed me meds I was not comfortable taking. I am still immense pain and discomfort. My omnipod rep tried everything she could think of to help me but none of it worked. She stated she and her colleagues had never seen any reaction like this before, especially with it occurring only a few hours after applying a new pod. FDA safety report ID# (B)(4).